Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the warning triangle was missing because the device consisted of an older part that did not have the warning triangle. Thus, this device was manufactured prior to the implementation of the laser marked triangles on the devices. The assignable root cause of the component damage was determined to be due user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the compact speed reducer device had damaged gears as the reduction gears were cracked. It was further noted that the drive shaft was broken, the device had no drive, the device had fall damage, and the triangle symbol and bearing cover were missing. Upon further evaluation, it was determined that the device would not rotate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.